Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
No blood glucose levels reported. The customer reported receiving a no delivery alarm from the insulin pump. The customer reported having had difficulty pushing insulin thru the tubing of the insulin pump. The customer reported that the alarm was resolved by an infusion set change. No additional information was provided.